Event description:
Device 1 of 2, reference MFR report number: 3006705815-2019-00849. It was reported that patient experienced inadequate pain relief. Additional information was received that the leads had migrated. As a result, surgical intervention took place during which the leads were explanted and replaced. Post-operatively, therapy was restored.